Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The endoscopy support specialist (ess) reported that during an onsite repossessing in-service at the customers site, it was noted that the scope was not being properly reprocessed. The ess reported that during in-service that pre-cleaning was not being performed according to the olympus instructions for use (IFU). The staff was only performing the suction step during pre-cleaning. The staff performed used the incomplete re-processed device on the next patient. There is no report of patient harm or injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's understanding differing from the instructions for use (IFU) in device handling and reprocessing steps by the user. The suggested event is preventable by handling the device in accordance with the following IFU: "the pre-cleaning step is detailed in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.